Event description:
It was reported that full revision surgery was performed due to a "malfunction." A review of the patient's programming history revealed that diagnostic testing had resulted in high lead impedance. The explanted product has been returned to the manufacturer and is undergoing analysis. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.